Manufacturer narrative:
(B)(4). Sigma's device eval found that during a programmed infusion, the lcd display would intermittently fade to a blank screen. It was observed that the programmed infusion would not be interrupted. It was identified that the intermittent functionality of the lcd display was caused by a failed input/output printed circuit board (I/o pcb).

Event description:
It was reported that while delivering medication to a pt, the screen on a pump was "lit up, but blank." The customer also stated that no pt injury occurred (medication, programmed amount and delivery rate unk).